Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported prior to patient having a magnet resonance imaging (MRI) of the brain, device was interrogated, and no capture of the right atrium was observed. Sensing was also noted not to be within normal range. A chest x-ray was performed and showed that the atrial lead had been dislodged since (B)(6) 2018. Atrial lead replacement has been scheduled but has not been performed. Patient was stable.

Event description:
New information received notes the atrial lead was dislodged due to twiddler¿s syndrome. The lead was explanted and replaced. The patient was stable after the procedure.